Event description:
It was reported that the ventilator's inspiratory channel printed circuit board (pcb) was found defective and replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's inspiratory channel printed circuit board (pcb) was found defective and replaced. The ventilator was investigated on site by our field service engineer. According to service report the unit alarmed for technical errors indicating software error, moreover it was reported that o2 cell test failed during pre-use check. Issue resolved by replacing the the o2 cell cable and pcb inspiratory channel and also by resetting and remounting of the pcb control and pcb dc/dc battery control. Ventilator handed over to customer in working condition. However, no part returned for investigation. Therefore, no root cause can be established.